Event description:
A report was received that the patient was experiencing intermittent numbness or tingling sensation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot#: 18805915, description:next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing intermittent numbness or tingling sensation. The patient will undergo an explant procedure.